Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, the farawave catheter 31mm was inserted into the left atrium at 1:06 pm. Posterior vein and posterior wall isolation were achieved by 1:22 pm, and the farawave catheter was removed. A post-procedure mapping with a non-boston scientific mapping catheter was then performed. The faradrive sheath was removed from the left atrium at 1:27 pm. After the physician completed the procedure, he took post-procedure intracardiac echocardiography (ice) images and discovered a pericardial effusion. The physician then ordered an echocardiogram to further evaluate the effusion and monitored the patient using ice until he was satisfied that the effusion had stabilized. The physician decided against performing pericardiocentesis at that time due to the patient's asymptomatic appearance and stable blood pressure. The physician closed the groin lines and sent the patient to recovery for monitoring. According to laboratory staff, the patient had a late-night pericardiocentesis performed and was then fine. The patient has fully recovered. The device is not expected to return as it was disposed, therefore, the lot number is not available.

Manufacturer narrative:
Detailed product information was not provided to boston scientific, and the device was discarded. Because the product lot number is unknown, we are unable to provide some specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.